Manufacturer narrative:
D10, h3, h6, h10 h3 device evaluation the ams700 momentary squeeze pump was returned and analyzed. No connectors were received. The reported allegation of a connector disorder and fluid loss was not confirmed via product analysis of the pump. The ams700 momentary squeeze pump was visually inspected and functionally tested. No leak was found. The pump performed functional testing within specifications. The allegation of connector disorder could not be confirmed as no connectors were returned. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump component removed due to connector disorder. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information indicated the connector may not stay straight in the body and it continuously has been chafed by skin and the patient felt something weird. For this reason, the connector has worn down. There was a fluid loss. The onset of the event was 3 weeks ahead of the surgery. The patient outcome was reported as the patient got well.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump component removed due to connector disorder. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information indicated the connector may not stay straight in the body and it continuously has been chafed by skin and the patient felt something weird. For this reason, the connector has worn down. There was a fluid loss. The onset of the event was 3 weeks ahead of the surgery. The patient outcome was reported as the patient got well.